Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this cassette reservoir exhibited under delivery. It was noted that more medication remained in the medication reservoir than estimated. No adverse patient effects were reported.

Manufacturer narrative:
Device evaluation summary: one cadd cassette reservoir was returned for analysis in used condition. Visual inspection of the administration set found no defects. The cassette passed accuracy test. The design history review was performed. Based on the evidence, the complaint was not confirmed. The root cause could not be identified.